Manufacturer narrative:
The customer performed liquid flow cleaning (lfc), however, the issue was not solved. The field service engineer (fse) visited the customer site on (B)(6) 2022 and replaced pinch valves and the pinch valve tubing. During a review of the alarm trace data from on (B)(6) 2022, there were 44 "abnormal low signal" alarms which were then followed by "abnormal measuring cell condition" alarms. There were several alarms alerting the user to an issue with the analyzer. The customer has had no further issues since the service visit. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for multiple assays on a cobas e801 module. The following are examples of discrepant results for 3 patient samples tested for elecsys prolactin ii (prolactin ii), elecsys ferritin (ferritin), and elecsys ft4 iii (ft4 iii). Patient 1 initial prolactin ii result was 2.00 miu/l with a data flag. The repeat result was 525 miu/l. Patient 2 initial ferritin result was 0.500 ug/l with a data flag. The repeat result was 3160 ug/l. Patient 3 initial ferritin result was 0.500 ug/l with a data flag. The repeat result was 933 ug/l. The initial ft4 iii result was 24.4 pmol/l. The repeat result was 11.9 pmol/l. The questionable results were reported outside the laboratory and amended upon completion of repeat testing. The prolactin ii reagent lot number was 655497. The expiration date was not provided. The ferritin reagent lot number was 652139. The expiration date was not provided. The ft4 iii reagent lot number was 660689. The expiration date was not provided.